Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing was observed on current electrograms (egm). It was also reported that the right ventricular (rv) lead dislodged. The ra lead remains in use and the rv lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.